Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer reported that the insulin pump had a scroll wrap anomaly. The customer's blood glucose reached a low of 30 mg/dl. She stated that, when giving herself a bolus, she had to be very careful because the insulin pump would change the bolus amount when scrolling. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with moisture damage on the keypad traces and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.